Event description:
The surgeon attempted to implant an aq2003v silicone three piece lens, diopter -21.5, but the nose cone of the injector broke as the surgeon was advancing the lens. The lens was in the cartridge barrel and the surgical technician attempted to get the lens out to reuse and it tore. There was no patient contact or injury. An msi-tm injector and an aq cartridge fp were sued but facility was unable to recall the lot numbers.